Manufacturer narrative:
(B)(4).the product code is unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A batch review will be performed for lots h13f25025, h13j16050, h13e31025, and h13j04064. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers h13f25025, h13j16050, h13e31025, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized or if treatment was provided. At the time of this report, it was not reported the outcome of the event. Additional information was requested, but is not available at this time.this is reported 2 of 3.